Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a femoral fracture. During the revision procedure, a competitor fixation nail was implanted to stabilize the femoral fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a femoral fracture. During the revision procedure, a competitor fixation nail was implanted to stabilize the femoral fracture. Additional information received reports that the femoral shaft fracture occurred while the patient was mowing the lawn and fell when she stepped in a hole.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates a revision procedure occurred for a fracture of unknown etiology. Should additional information be received, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.